Event description:
It was reported patient was unable to adjust stimulation. It was noted the status lights were assessed. Patient noted all of the lights stayed on. The patient programmer was replaced. Patient stated they still had problems with the system and that one lead was disconnected and needed to be fixed. Patient was scheduled to meet with hcp. At the time of this report, no further details were reported. Additional information will be provided when available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.